Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump successfully, and the customer was able to continue using the pump without further issues. The caller was advised to contact technical support again if the malfunction code reappears, which they acknowledged and understood.